Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The central processing unit (cpu) printed circuit board assembly (pcba) was therefore replaced, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury. Per good faith effort (gfe) response, it has been confirmed that the 1104 "backup alarm failed" alarm error occurred at power on self-test (post).